Event description:
This report is based on information provided by the remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating the device screen will not retain calibration. Screen calibration is off; after re-calibration, it does not retain the new calibration. Renders the unit inoperative because users cannot select commands on the screen.

Manufacturer narrative:
Updated the type of reported problem to serious injury.